Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the ultrasonic probe had a distal end core of probe cannot be reset. It could not return to its original position and no image loss occurred. The issue occurred during cleaning and disinfection. The procedure was a diagnostic ultrasound examination. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. This report is being supplemented to provide correction and additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: external force on the tip of the insertion part caused elongation of the tip of the insertion part. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the ultrasonic probe had a distal end core of probe cannot be reset. It could not return to its original position and no image loss occurred. The issue occurred during cleaning and disinfection . The procedure was a diagnostic ultrasound examination. There were no reports of patient harm.